Event description:
Caller reported a cartridge alarm issue with the insulin pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with loading a new cartridge, but the alarm persisted, prompting the team to initiate a pump replacement. The caller was informed about the backup therapy using multiple daily injections (mdi), and they will receive a replacement pump with updated software and necessary instructions. The problematic pump is to be returned to tandem using the provided return box and label.